Manufacturer narrative:
The root cause for this complaint was unable to be definitively determined. There was no indication that the manufacturing of the components led to the failure. The following mdrs were submitted for internal the complaint ((B)(4)): 3013450937-2023-00254. 3013450937-2023-00255. 3013450937-2023-00256.

Event description:
There was no malfunction of onkos parts in this case. It was a simple debridement of heterotopic ossification (clean out of scar tissue and calcium deposits) to increase patients range of motion.

Manufacturer narrative:
The investigation is in progress, additional information for this event is not known at this time, if additional information is received, a supplemental report will be submitted accordingly. The following mdrs were submitted: (B)(4). 3013450937-2023-00254 and 3013450937-2023-00255.